Manufacturer narrative:
H3: destructive analysis identified residue/wearing in the motor gear train. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving bupivacaine 35 mg/ml for a total dose of 15.324 mg/day (also noted as 1.680 mg/day) and fentanyl 5000 mcg/ml for a total dose of 2189.1 mcg/day (also noted as 240 mcg/day) via an implantable pump. It was reported the patient came to clinic due to the fact that the pump was alarming. It was noted the pump was interrogated and the logs showed a motor stall occurred yesterday ((B)(6) 2021) and has not recovered. The caller denied emi (electromagnetic imaging) or magnetic interaction/no MRI. It was noted the pump was refilled on (B)(6) 2021 and the motor stall occurred on (B)(6) 2021. Minimum rate mode, pump replacement, and sending pump back for analysis was discussed. Additional information received indicated they were asking how to silence the motor stall alarm. They were walked through the steps. It was stated they are going to explant the pump and replace it sometime tomorrow ((B)(6) 2021), but until then they don't want to hear the critical alarm. No symptoms were reported. No further information was discussed. The event date was (B)(6) 2021. Additional information received reported the pump was explanted and replaced on (B)(6) 2021. The issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history were asked but unknown. No further complications were reported/anticipated.